Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor water-tightness of rear cover, water tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is likely that the following conditions contributed to the malfunction: the endoscopic image could not be displayed (no image/black screen) due to a gap between the cable unit, and loss of water-tightness due to poor water-tightness of the rear cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use, the autoclavable camera head displayed no image. There were no reports of patient involvement.